Event description:
It was reported that the iabp turned off. Iabp plugged in red power port and attempted to power back up, with no success. The screen would flicker, but would not fully power up. The iabp was exchanged for a different device. According to policy, this particular device is not stopped to be off longer than 15 mins or it has to be discontinued. It was reported that pt suffered no harm. FDA safety report ID# (B)(4).